Manufacturer narrative:
Received a total of 48 samples: one unused unit within an open package and 47 units inside sealed packages. 100% visual inspection was performed: open package unit: a black particle could be observed on through the needle cover. The black particle stayed on the catheter tubing after the removal of the needle cover but it was not bonded to it (loose). Sealed units: fm was not observed on any of the units received on the sealed packages. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The returned unit provided for evaluation displayed a loose black particle on the catheter tubing and the customer experience was confirmed. Although the source of the black fm could not be confirmed, the fm found on the catheter had the characteristics (color-texture) of the conveyor track that moves product carriers through the automated assembly process. Attachment of the fm to the catheter was inadvertently caused by human interaction in the automated manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the catheter tip of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical interventions.